Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient underwent a poly swap on (B)(6) 2023 due to an alleged infection.